Event description:
My daughter's tandem x-2 insulin pump's cartridge disconnected from the pump while she was wearing it this morning. The company rep told her it was happening sometimes due to thinner paint on the pumps and to keep an eye on it. They wouldn't replace the pump. The same thing happened this afternoon, and she also noted that 200 units of insulin were missing from the cartridge when she tried pulling the insulin back out of it. Her blood sugar dropped extremely fast and after four juice boxes, she hit a 38 and used a micro-glucagon to keep from going unconscious. They again were not offering a different pump until we insisted that there was something wrong with this one, that the cartridges are ordinarily extremely difficult to separate during cartridge changes. We are supposed to mail the pump back to the company after the new one arrives on friday.